Event description:
Head [...] Detached itself from the stem and was unusable - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head detached from the stem of the oral-b toothbrush handle and was unusable. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.